Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
(B)(4) received information that this device and associated right atrial (ra) lead displayed pacing impedances of greater than 2000 ohms, noise, high thresholds and loss of capture (loc). The patient was seen for a revision procedure. A new ra lead was implanted and hooked up to the device. Continued high, out of range pacing impedances were noted. The device was then explanted and has been returned for analysis. There were no adverse patient effects reported.